Event description:
It was reported that there was resistance felt during deployment and the patient was hypotensive and bradycardic. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure the patient had tachycardia, but the physician continued with the procedure. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and the physician then inserted a non-boston scientific pigtail catheter into the patient. When the non-bsc pigtail catheter was positioned in the laa, the patient went into atrial fibrillation. The patient was given medication and stabilized. The procedure was continued, and the physician positioned the was in the laa of the patient. The wds was inserted, and the closure device was deployed. During deployment the physician felt resistance but was still able to deploy the closure device. After the device was deployed the patient's blood pressure and heart rate both decreased. The patient was cardioverted and then became stable. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. The patient was brought to the intensive care unit to be monitored. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.